Event description:
A united states distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation event. Supraventricular tachycardia (svt) at 255bpm contributed to the false detection. The pt was conscious and walking to the mailbox at the time of treatment. The pt's neighbors were present at the time. The response buttons were pressed intermittently during the event but not immediately prior to the treatment. The pt did not seek any medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor (B)(4): 07/2013 - reuse; electrode belt (B)(4): 04/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. (B)(4).